Event description:
The initial attorney report alleged permanent injuries, pain and suffering, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2002 - release and repair of multiple incision ventral hernias with composix kugel mesh. (Note: this mesh was reported to the FDA in accordance with (B)(4)). On (B)(6) 2003 - excision of previously placed composix kugel mesh and incisional ventral hernia repair with composix kugel mesh. On (B)(6) 2004- presents with large seroma and infection. Initially, this was treated conservatively, however it was reported that this treatment failed. On (B)(6) 2004 - evacuation of seroma and excision of infected composix kugel mesh. The hernia was closed primarily.

Manufacturer narrative:
Initially, one event was previously reported by the pts' attorney. However, review of the medical records showed there to be an additional implant and postoperative event. Based on the information available at this time, no definitive conclusion can be made. The medical records indicate that the pt was treated for seroma, which is a known possible adverse reaction listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may required removal of the prosthesis." A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.